Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.